Manufacturer narrative:
H6; the reported product involved with this event was returned for evaluation and the reported failure of product packaging compromised was confirmed. It is likely that this damage occurred during the distribution (including handling) or storage of the product. The handling may have been more aggressive than expected or an unexpected event occurred such as external pressure while handling. The product label contains the icon "do not use if package is damaged".

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure.. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.